Event description:
It was reported that balloon rupture occurred. The balloon used for a calcified lesion with 90% stenosis of the right coronary artery distal, then the balloon ruptured at 8 atm. Then the balloon was replaced with a new identical balloon catheter. No complications were reported.

Manufacturer narrative:
The product was returned for investigation. There was a rupture found in the medial part of balloon. It is considered that the reported event was caused by local contact with a lesion, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.